Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports that the 500ml bag was primed and set on the pump but kept ringing "occlusion". The pump was changed without effect. The bag was changed x4 with same alarm occlusion. Rn at another bedside stated that if there is a lot of feed in the bag, it creates a kink on the area where the bag and tubing meet, thus causing an occlusion and causing the alarm.

Manufacturer narrative:
Submit date 11/01/2016. A device history review (DHR) of the sample was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. One sample was received for evaluation. The sample was clogged from the valve with dried formula; after unclogging the valve the set was tested functionally and no priming issues were found. A possible root cause could be incorrect placement in the pump, stem alignment, improper formula used that could cause clogging affecting the priming or the formula was not diluted correctly and was too dense causing clogging. No corrective actions will apply since the failure mode was not confirmed related to the manufacturing of the feeding set. This complaint will be used for tracking and trending purposes.